Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an off no power alarm. Customer used a brand new (B)(4) aaa battery. Customer did not have a low battery alarm in the alarm history. Pump was not bumped or dropped. Insulin pump will be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The operating currents tested within the specified range and the insulin pump passed the off no power test. The insulin pump was received with a cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube.